Event description:
First a map of the right atrium was performed with pentaray, decanav and stsf. Then, the transeptal phase was started, puncture was performed and pentaray was introduced in the left. In that moment, the physician realized there was a tamponade. Pericardiocentesis was performed. Patient became stable and was sent to intensive care unit under supervision. Reference report: mw5144917, mw5144919. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).